Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The field application specialist (fas) checked the sample/reagent probe voltage, primed the sample/reagent pipetter, and checked the reagent, where no bubbles were identified. No system alarms occurred at the time of the event. Qc was acceptable. The investigation determined the event was due to sample handling issues at the customer site. A general reagent or analyzer issue was not present because the qc before the event was within range, and no relevant alarms occurred. The investigation did not identify a product problem.

Event description:
There was an allegation of a discrepant negative result for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 analyzer (rack system). The initial result from the e411 analyzer was 0.538 coi (negative). The repeat result was 32.89 coi (positive). The customer sent the sample to another laboratory using an e801 module, and the hbsag result was 40.82 coi (positive).